Manufacturer narrative:
A medtronic representative reported that the surgeon did continue using navigation for the surgery with no negative impact to the patient. He said that the surgeon felt approximately 2mm inaccurate. A medtronic representative went to the site to test the equipment. The navigation system and software were fully functional. The patient archive and registration pattern were not available for analysis. The software investigation found that retractor was likely metal and may have been laid down by the patient head after use. The rep was trained on how to avoid metal interference in the em field. The software functioned as designed.

Event description:
A medtronic representative reported that during an inverted papilloma surgery the navigation was accurate in the frontal and allegedly slightly off in the maxillary sinus. The inaccuracy occurred as surgeon went posterior in the maxillary sinus. The tracer registration collected red points on the side of the patient's head when tracing back towards the ears, but had still passed and was accurate initially. The surgeon was also using a retractor in the patient's mouth to hold back the lip. There was no negative impact to the patient.

Manufacturer narrative:
No parts or files have been received by the manufacturer.